Event description:
It was reported that the device was completely dead and could not be programmed. Testing the device on the pacing system analyzer showed high capture thresholds. The old device was removed, and a new device was implanted and used to test the right ventricular (rv) shock lead impedance, which was high and out-of-range. Defibrillation threshold (dft) testing failed with the new device, with fault code 1005 appearing with every attempt, and the patient was externally defibrillated. The rv lead was surgically abandoned and the new device was extracted. No additional adverse patient effects were reported.